Manufacturer narrative:
(B)(4). This report is being submitted following an internal audit. Analysis of the pump revealed no anomaly found; normal device function. The catheter was received in 4 pieces. All pieces passed patency and pressure testing. There was noted to be a pump connector anomaly. There was an indentation down in the cup along with retaining ring finger damage. It appears that the sutureless connector was not seated properly into the pump outlet port.

Event description:
The patient experienced a lack of efficacy. A dye and roller study were done and they didn't see anything. They then did "a trial around the catheter". There was no major response during the trial. They decided to replace the entire system. The device system was used to deliver lioresal. See MFR report # 3004209178-2010-08552 for subsequent events.

Manufacturer narrative:
Catheter model 8731sc lot# n263011003 explanted: (B)(6) 2011. Updated explant date of the catheter. Further analysis of the catheter model 8709sc lot# n137764013 showed no significant anomalies. Additional analysis found that a portion of the lumen was still open. The misalignment would, thus, not impact product performance.